Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the pacemaker was found in back-up vvi mode. Programming changes were made but it was unsuccessful. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to non maskable interrupt (nmi). After the device was restored from backup mode, functional testing was performed. Further analysis performed did not find any anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The backup operation could not be reproduced. The cause of the reported event could not be determined.